Event description:
Lead noise on rv and ff channels and low shock impedance was reported. This lead was capped and the crt-d was explanted on (B)(6) 2016 due to oversensing of noise that lead to inappropriate shocks and an intermittent impedance of less than 200 ohms. Insulation failure was suspected.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.